Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Date of event is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Device history record (DHR) review for part 314.291, lot 13-6357: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 18.mar.2014. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation of the complaint ¿collinear reduction clamp¿ (314.291 / 13-6357) has shown, that the article has marks from use, but it¿s in overall good condition, nevertheless that the handle is indeed broken as complaint. The handle is broken right below the second screw fixation. There is no particularize information what's happened to this article by customer, based on this we are not able to determine the exact reason for this problem, but we have to assume that a combination between intense use, and a mechanical overload during use, did lead to a crack in the handle and finally to the breakage of the handle. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a handle portion of a collinear reduction clamp was broken. It was detected the day before the surgery. Therefore the surgeon ordered another one and used it for surgery. No patient involvement and no delay of planned surgery reported. This is report 1 of 1 for (B)(4).